Event description:
Doctor picked up the bovie pencil and placed into the patient's mouth but did not activate it. As he entered the oral cavity the disposable tip ignited "like a birthday candle." The flame did not come in contact with the patient's mouth. It was immediately removed, and the tip was removed. A new tip was applied and the team proceeded with the case. The bovie tip was given to the charge nurse, and the representative who happened to be in the area was notified. The representative also filled out an occurrence report of his own.